Manufacturer narrative:
Updated: b3. Date of event. E1. Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. The 28x3.0mm, 90% stenosed, de novo target lesion contained a <=45 degrees bend and was located in the mildly tortuous and severely calcified left circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during the first inflation in the at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. It was further reported that the balloon ruptured during initial inflation at 10 atmospheres for 5 seconds.

Manufacturer narrative:
B3. Date of event: used the first date of the month of the aware date. As the event date provided was on later date, than the aware date. E1. Initial reporter phone: (B)(6).

Event description:
It was reported, that balloon rupture occurred. The patient presented with chest pain. The 28x3.0mm, 90% stenosed, de novo target lesion contained a <45 degrees bend. And was located in the mildly tortuous, and severely calcified left circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during the inflation at nominal pressure, the balloon ruptured. The device was removed. And the procedure was completed with another of the same device. No patient complications were reported. And the patient status was stable.